Manufacturer narrative:
(Exemption number e2015033). (B)(4). Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Also an impact to the head might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
It was observed that the patient was not responding to ling sounds with her right sided implant. The patient stated that the processor hurt and removed it from her head. There was no reported injury or illness. The patient was re-implanted. During device removal it was noted that the active electrode lead was very superficial.

Manufacturer narrative:
(Exemption number e2015033). (B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was observed that the patient was not responding to sounds on the right sided implant. The patient will be seen for a medical evaluation.